Event description:
A few days post implant the patient had syncope and repeated dizziness. The ECG showed lost ventricular pacing for one or more cycles. During a revision, it was noted the ventricular lead was not inserted properly in the header. The setscrew could not be engaged, and the pacemaker was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: 0176310402 no anomalies found